Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of nausea, vomiting, bloating, shortness of breath, difficulty with oral (po) intake, abdominal pain, and peritonitis, there is no documentation indicating a causal relationship between the liberty cycler, the hospital admission, and/or the reported adverse event(s) of nausea, vomiting, bloating, shortness of breath, difficulty with po intake, abdominal pain, and peritonitis. Additionally, there is no allegation against any fresenius product(s) and the adverse event(s). It remains unclear if the patient was utilizing any fresenius products during the hospitalization. However, there is a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy as the organism cultured was providencia stuartii.

Event description:
A peritoneal dialysis (pd) patient was hospitalized for peritonitis from (B)(6) 2017. The patient experienced symptoms of abdominal pain, nausea, bloating, shortness of breath, vomiting, difficulty with ¿by mouth¿ (po) intake, and changes in peritoneal fluid color predicating arrival to the emergency room (ER) on (B)(6) 2017. The pd effluent fluid cultures were collected on (B)(6) 2017 and the results from (B)(6) 2017 were positive for gram negative providencia stuartii. The patient was subsequently treated with oral ciprofloxacin 250 milligrams (mgs) twice daily for two weeks post discharge. It is unclear if the patient had enteritis or constipation during hospitalization, however the patient displayed progressive improvement post laxative therapy. At the time of hospital discharge, the patient¿s pending pd effluent fluid cultures were negative. The patient continues pd treatments with the cycler.